Event description:
Additional information received indicates that the ipg was electively revised. There is no allegation against the ipg.

Manufacturer narrative:
Per the additional information received, there is no allegation against the device. Hence, this does not meet the reportability. This event is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was relocated from abdomen to flank on (B)(6) 2021.